Event description:
Device results did not compare to lab results on patient. Strips were alleged to be "black" after use. The patient had been sent home after device reading and was contacted when lab results were received. Patient was told by doctor of the need for treatment daily controls tested within range. Patient presented with severe dehydration, per labeling, "...readings may be lower than true concentrations in hyperglycemic-hyperosmolar state, with or without ketosis."